Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During their inspection, the reported issue was not confirmed. During their inspection, the sbc found the following: 1. The image was blurred. 2. ¿telescope broken¿ reported by the customer was not confirmed. 3. The outer tube (with r-unit) was buckled. The identified fault patterns are most likely attributable to the use of excessive force by the customer. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Manufacturer narrative:
The device was returned to olympus. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a telescope was broken. The reported problem was found during inspection before use. The intended procedure is prostatectomy. The facility finished the procedure with another device. There was no harm or user injury reported due to the event.